Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient (age unknown) coincident with dianeal pd2 ultrabag therapy. In (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag, (dose, frequency and lot number not reported), intraperitoneally (ip), for continuous ambulatory peritoneal dialysis (capd). In 2011, the patient experienced peritonitis. It was not reported whether the patient was hospitalized, if laboratory tests were performed, if remedial treatment was rendered or the action taken with dianeal. The outcome of the peritonitis was unknown. Concomitant medications were not reported. The nurse did not provide an opinion of causality.